Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implants region 46 and 47 fractured. Construction was a implant retained dental bridge. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenos mechanical overloading and patient related bruxism.